Manufacturer narrative:
A siemens field application specialist (fas) went to the customer site and verified performance of the system by running 20 replicates of multi-diluent 11 and 30 replicates of a negative pooled serum with the advia centaur xp tni-ultra assay. All results were below the quantifiable limit of the assay. This indicates that the instrument and the assay is performing to specification. The cause for the non-reproducible advia centaur troponin result is unknown. Pre-analytical issues cannot be ruled out. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
During a review of historical data from advia centaur xp (B)(4), a sample was identified with non-reproducible, elevated advia centaur xp troponin-ultra (tni-ultra) results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the non-reproducible, elevated advia centaur xp tni-ultra results.